Event description:
The customer reported that the left monitor is very dark. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep was unable to reproduce the problem. He could not find anything wrong with the monitor. He checked all connections and reseated the image processor and systems interface. The rep verified that the system is operating as intended.